Event description:
A patient sample was tested for troponin (accu tni) and a result of 2.04ng/ml was reported out of the lab. A second sample collected from this patient gave a result of 1.67ng/ml, and it was also reported out of the lab. Both samples were re-centrifuged and then re-tested: repeated result for sample one was 0.03ng/ml. A corrected report was sent. Repeated results for sample 2 were: 0.05, 0.03, and 0.00ng/ml. A corrected report was sent (0.03ng/ml). It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The samples were collected in plastic bd lithium heparin plasma tubes with gel separator. Per customer, the samples were full draws and no visible fibrin was noted.qc was in range prior to and after the event. There were no result flags generated and no event log messages were associated with this event. A field service engineer (fse) was dispatched: the fse run a diagnostic testing which failed, and replaced 2 dispense probes. The fse performed a preventive maintenance (pm) to the instrument. The fse conducted a sample probe carryover test which failed and passed after the sample probe was replaced. The fse completed hardware verification tests with good results.hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.